Event description:
It was reported that customer over-delivered insulin. Customer is not sure how much insulin she received. The blood glucose reading is 145 mg/dl. Customer treated with food and glucose tablets. Customer treated with excessive amounts of insulin to treat a high and was afraid she was dropping too fast. The drive support cap is flush. The blood glucose reading dropped to 137 mg/dl. Customer experiencing cotton mouth. Customer treated with bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.